Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s sleep/wake button became unresponsive, requiring connection to a charger to wake the screen, and a replacement was arranged after confirmation that blood glucose use was not affected. Symptoms included no clinical effects. Outcomes included no impact to health, therapy interruption was avoided, and blood glucose monitoring continued via cgm. Investigation included technical troubleshooting and user education. Investigation of this case revealed a nonfunctioning external control/button consistent with a device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.